Event description:
It was reported that the patient with a known, pre-existing, nickel allergy received the xience sierra stent in a left anterior descending coronary artery on (B)(6) 2023 to treat a 99% blockage in that artery. The patient reports hypersensitivity symptoms began in approximately (B)(6) 2024. The symptoms include painful and really itchy rashes in armpits, on the chest and all through the groin, behind (buttox) and in the ears. The patient is unable to stretch his arms up or out as his skin tears. Random bleeding events occur from affected skin areas. The rash is also spreading to both of his eye lids. It has caused some pressure and reduction in sight. Currently, the patient takes 10 mg of prednisone a day for his condition and consumes a diet that is low in nickel content, which he has been on (diet) for over 25 years. The patient does not feel that his physicians are managing his condition properly. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis (it remains implanted). A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effects of hypersensitivity/allergic reaction and pain are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. D4: the UDI number is not known as the part and lot number were not provided.